Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. B10889-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), fatigue ("fatigue"), headache ("headaches") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, fatigue and headache had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dysmenorrhea, menorrhagia ,fatigue , headaches , abdominal pain, psych injury insertion date: (B)(6) 2011 (discrepancy noted). Removal date: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there is filling of both cornua. There is no extravasation of the contrast from either distal tube. The essure devices appear to be satisfactory placed. Lot number reported b10889 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. B10889-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), fatigue ("fatigue"), headache ("headaches") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, fatigue and headache had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dysmenorrhea, menorrhagia ,fatigue , headaches , abdominal pain, psych injury insertion date: (B)(6) 2011 (discrepancy noted). Removal date: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: there is filling of both cornua. There is no extravasation of the contrast from either distal tube. The essure devices appear to be satisfactory placed. Lot number reported b10889 is invalid. Most recent follow-up information incorporated above includes: on 5-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. B10889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), fatigue ("fatigue"), headache ("headaches") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, fatigue and headache had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dysmenorrhea, menorrhagia ,fatigue , headaches , abdominal pain, psych injury insertion date: (B)(6) 2011 (discrepancy noted). Removal date: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there is filling of both cornua. There is no extravasation of the contrast from either distal tube. The essure devices appear to be satisfactory placed. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: lot number added. Rcc note, reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), headache ("headaches") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, salpingectomy (unilateral),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue and headache had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dysmenorrhea, menorrhagia ,fatigue , headaches , abdominal pain, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events dysmenorrhea, menorrhagia ,fatigue , headaches , abdominal pain, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.